Manufacturer narrative:
Additional reporter name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that a fiber optic sensor failure occurred. The customer attempted reconnecting the fiberoptic cable and swapped out the console, but the issue continued. There was no flush line attached to the central lumen. The customer was advised to disconnect the fiber optic cable and attempt to use a separate a-line. The customer did not have another a-line or the proper pressure cables available. The customer then considered removing the iab and replacing it with a new one. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that a fiber optic sensor failure occurred. The customer attempted reconnecting the fiberoptic cable and swapped out the console, but the issue continued. There was no flush line attached to the central lumen. The customer was advised to disconnect the fiber optic cable and attempt to use a separate a-line. The customer did not have another a-line or the proper pressure cables available. The customer then considered removing the iab and replacing it with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.